Manufacturer narrative:
The reported patient effects of worsening heart failure and death as listed in the eifu electronic mitraclip g4 system instructions for use, ce (IFU), are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott medial affairs representative. The reviewer concluded that the death was likely not related to the device or to the procedure. The death could perhaps be related to the evolution of the pathology of a patient suffering from very end-stage heart failure. The reported worsening heart failure and the consequent death appear to be related to the patient¿s underlying condition. The reported medication required was a result of case specific circumstances as the patient was given medication (palliatives). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). Subsequent to the filed report, the following information was received: the patients cardiovascular condition worsened. Due to the patients terminal and non-treatable heart failure the patient was not admitted to the hospital. Palliatives were sent home and the patient passed away at home on (B)(6) 2021. It is unknown if the heart failure and death are related to the index procedure or to the mitraclip used at the index procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Persistent mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation (intraprocedure) was due to challenging anatomy. The reported poor image resolution was due to previously implanted clips; therefore, due to procedural conditions. The reported mitral valve insufficiency/mitral regurgitation (mr) (unchanged mr) was a result of the reported single leaflet device attachment/slda as the mr remained at grade 4 after the slda occurred. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the procedure was performed to treat grade 4 functional mitral regurgitation (mr). The first xtw clip was placed on medial side a2/p2. A second xtw clip was placed at a1/p1 after attempts to grasp beside first clip failed. Significant mr jet remained between first and second clip; therefore, a third xt clip was placed between the first two clips, but a small significant mr jet remained. An nt clip ((B)(4)) was advanced however visibility was difficult due to the previously placed clips. The clip was implanted, however the clip detached from one leaflet and remained attached to the other leaflet (slda). Per the physician, the slda was potentially due to tethered leaflets and cardiac orientation which impacted ensuring leaflet insertion. No further clips were placed for stabilization due to lack of leaflet space. Mr remained grade 4. The patient was stable and was moved to recovery. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.